Event description:
Boston scientific received information that this patient associated with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead expired. A save to disk analyzed by european technical services noted that there were no indications of a device malfunction or lead. The suspected cause of death was noted to be due to sepsis. The device and lead will not be returned for analysis.

Manufacturer narrative:
Upon additional information this event will be updated.